Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation a greasy unk substance was found on the handpiece. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a greasy unk substance was found on the device and then reported. A sample was collected. Based on the investigation details, the likely cause was a seal failure in a damaged e-box, which was replaced along with other components.